Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer ran quality controls, which were acceptable. The customer had been running the patient samples in duplicate for hba1c assay and was using a delta check to verify the patient results. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a preventive maintenance, alignments, system check and ran quality controls. The cse inspected and cleaned all the pumps, probes and arms. The cse found a cracked fitting on the reagent 2 (r2) drain vacuum tube and repaired it. The cse re-aligned all the probes, ran quality controls and performed precision testing, which was acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data and service report. The hsc specialist determined that the cause of the discordant, falsely elevated hba1c result on one patient sample was due to a cracked drain and misalignment of the sample probe and r2 probe. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated hemoglobin a1c (hba1c) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. A new sample was drawn from the patient and was tested on the same instrument, resulting lower and matching the clinical picture of the patient. The corrected result was reported to the physician(s). On a later date, the customer repeated all samples tested for hba1c and was concerned about the repeatability of some samples. The customer did not provide any patient data from that date. There are no known reports of adverse health consequences due to the discordant, falsely elevated hba1c result.